Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with this process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further malfunction codes appear, which the customer acknowledged and understood.